Manufacturer narrative:
Patient information was not provided by the site representative reporting this event. On 06/22/2016, a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, their navigation system was receiving intermittent axiem communication. In the emitter details page, both the emitter and axiem box were red and displayed a communication error. After a short while, the system would return to normal, then the issue would happen again. This occurred on the registration step, as well as, in the navigation step. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided.